Event description:
It was reported that a lead warning occured on ventricular lead for low impedance. Possible insulation breakdown also reported. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.